Event description:
The customer reported their intellivue mp30 patient monitor did not display a desaturation alarm. It is unclear if there was audio present during the desaturation event. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.